Event description:
As stated by the customer (B)(6) 2010: "it was reported by the customer that a spinal injury pt was being transferred from the (miranti) stretcher onto the entroy pool lift, when the miranti stretcher fell to the floor with the pt. The stretcher turned as it fell during the incident and ended up on top of the pt. The pt rec'd injury reported as a black eye and lacerations to the face. The pt is being examined by medical staff at this time." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by (B)(4), the legal MFR, arjo hospital equipment ab in sweden on behalf of ur sales and distribution company in the (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.